Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement and sleep current measurement. Unable to verify damage to battery cap due to pump received without battery cap. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on 03/24/2026 01:49:00 after more than 7 days at 12.25 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Insulin flow blocked alarm was after the event date in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, stained and cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, and corroded battery tube. The p-cap/reservoir does lock properly. Pump passed all required testing, and no unexpected insulin flow blocked alarms noted during test. No power errors noted. Confirmed missing window cover display. Unable to confirm damage to battery cap due to pump received without battery cap. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged experiencing an insulin flow block alarm, reduced battery life, peeling at the top of the screen, a damaged battery cap, and lost sensor alarms. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l, unk_reservoir, mmt-442ag. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for unk_reservoir. No product return is required for mmt-442ag.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.